Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's retainers do not fit as lower anterior teeth have shifted and has experienced a class 1 mobility as a result of online orthodontic treatment rendered without direct dentist supervision. Doctor advised to stop aligner therapy.